Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a patient undergoing a basic evaluation that began on (B)(6) 2017 that they contracted a urinary tract infection (uti) on (B)(6) 2017. The patient stated they were taking antibiotics to resolve the infection but that it caused them to void more frequently. Additional information was received on 2017-dec-28. It was reported that the patient felt it was positional, if they laid on their right side versus their left side. There were no further complications reported/anticipated.

Manufacturer narrative:
Update to adverse event/and or product problem was made. If information is provided in the future, a supplemental report will be issued.